Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss was confirmed. Difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported needle to cuff miss and treatment appear to be related to circumstances of the procedure. However, a conclusive cause of the difficulty to remove the device could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a carotid interventional procedure. Reportedly, a cuff miss occurred. The proglide device could not be removed from the patient. The patient was taken to surgery and a cut down was performed to remove the proglide device. The patient was under general anesthesia for the cut down procedure. Hemostasis was achieved surgically. There was a two hour delay in the procedure due to the surgical removal of the proglide device. Hospitalization was extended two days due to the surgical procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.